Manufacturer narrative:
(B)(4). The device was returned for evaluation and baxter was able to confirm that the audio function was not present. Further evaluation identified that the absence of audio was due to an unsecured connection on the input/output printed circuit board (I/o pcb). All detection capabilities and functions performed as expected. The connection was secured and the audio function was restored.

Event description:
It was reported that a pump did not have audio function. It was also reported that there was no patient involvement.